Event description:
It was reported that the patient presented remotely via merlin.net. The transmission revealed atrial lead noise in the pace/sense vector. The patient presented in the emergency room due to a syncopal episode; a scalp laceration was also noted. No intervention was reported and the patient would be monitored. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.